Manufacturer narrative:
The needle hub in question was not returned for any investigation. It is industry knowledge that diabetic patients tend to reuse their needles when injecting insulin and this can cause needles to break off. Our third party manufacturer did perform several tests on retained needles, for breakage and stiffness. The breakage test was performed on 20 samples and showed no signs of breakage observed. The stiffness test was also performed on 20 samples and all samples were below the required value.

Event description:
Letter received from consumer's attorney stating our pen needle caused him injury on (B)(6) 2019. Third party manufacturer obtained more information and reported individual stated pen needle broke off in his abdomen and went to hospital for intervention. X-ray showed a foreign object but the doctor could not get it when attempting to make incision and remove object.